Event description:
It was reported that during implant the physician had difficulty inserting the atrial lead into the header. The lead also exhibited high impedance. The lead was successfully implanted with another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.